Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer indicated that the device will not be sent to zoll for evaluation.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.